Manufacturer narrative:
The device was not in clinical use on a patient at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported that a ventilator's touchscreen did not stay in calibration and needs to be replaced. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported problem. The device was not in clinical use on a patient at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the touchscreen. The customer reported that this repaired the unit. No other anomalies were reported.